Event description:
The patient received the scs system including a neurostimulator receiver on (B)(6) 2006. It was reported that the system was providing partial stimulation for approximately 15 minutes and then would shut off for 1 to 6 hours. The system would then come back on and provide full stimulation for approximately another 15 minutes and then shut off. The receiver was explanted on (B)(6) 2008 and returned to ans for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver failed the manual test and auto test. It is believed the receiver hybrids were failing. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.